Event description:
It was reported that a malfunction on the customer's insulin pump occurred while they were on an airplane, with a malfunction code 9-0x20f1 being displayed. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was able to reset the pump on their own and successfully resumed insulin delivery. Technical support advised the customer to call back if the issue persisted, and the customer acknowledged this advice.